Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2023 nalu was informed that a knot or hard spot had developed under the surgical site. Surgical intervention was performed on (B)(6) 2023. The surgical procedure was initially planned as an implant revision. During the procedure the physician found scar tissue and was able to remove the excess scar tissue without moving or changing the implanted device components.